Manufacturer narrative:
Additional information: explant date an event regarding corrosion involving an accolade stem was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event. The stem was not revised as the trunnion was intact. A full investigation is completed on metal head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised. After patient complaint of pain, diagnostics revealed elevated serum ion levels in the patient's blood. Intra-operatively, some corrosion was noted inside the femoral head. The femoral head was revised to a sleeve with ceramic head. The stem was not revised as the trunnion was intact. Rep reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. After patient complaint of pain, diagnostics revealed elevated serum ion levels in the patient's blood. Intra-operatively, some corrosion was noted inside the femoral head. The femoral head was revised to a sleeve with ceramic head. The stem was not revised as the trunnion was intact. Rep reported that no further information will be released by the hospital or surgeon.